Event description:
It was reported that during the implant, the new right ventricular (rv) lead produced double-counting noise (t-wave oversensing - twos) even with a 1.2 mv programmed sensitivity. The rv sensing noise with the rvtip to rvcoil configuration went away with programming to rvtip to rvring. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419478 implantable pacing lead 2006-(B)(6), 559445 implantable pacing lead 2006-(B)(6). (B)(4).